Event description:
Edwards received notification that this 23mm valve was explanted the same day of the implantation due to leaflets not coapting leading to moderate central leak. Indication for initial surgery was aortic stenosis. The valve was implant through a mini-sternotomy. There was high calcification of the aortic valve. Extensive and time-consuming decalcification of the native valve annulus and anterior mitral leaflet was performed. The intraoperative echocardiography showed an intra-prosthesis eccentrical small jet (2mm). Later that day, in the transesophageal echocardiographic control (good patient´s ventricular function) on the intensive care unit it was noted that the jet was worse. The jet run eccentrically into the lvot through the aortic prosthesis and was graded as medium-grade insufficiency. The patient was haemodynamically stable although for prognostic reasons, decision to reoperate was taken. Redo surgery was done by full sternotomy. At explant it was noted that the right coronary leaflet of the prosthesis was slightly lower. This finding was confirmed also by analyzing the echo images. The valve was explanted and a new valve was successfully implanted. The patient was reported to be doing well.

Manufacturer narrative:
Device evaluation: customer report of "leaflets not coapting leading to moderate central leak" could not be confirmed through visual observations. Report of "right coronary leaflet of the prosthesis was slightly lower" was confirmed as received. The free margin of leaflet 1 was observed to be lower by approximately 0.5mm as compared to the free margin of leaflet 3. The free margin of leaflet 3 was observed to be lower by approximately 0.75mm as compared to the free margin of leaflet 2. The x-ray demonstrated the wireform to be intact, however slightly distorted near leaflet 3. Serrated markings were observed on leaflets 2 and 3 near commissure 3, and on leaflet 1 near commissure 2. Suture holes were visible around the sewing ring.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
This valve was reportedly explanted at implant due to significant central ar, which could not be reproduced by the in vitro standardized tests. Several transesophageal and transthoracic echocardiographic (tee and tte) images provided by the hospital were evaluated by an independent expert in echocardiography who provided the following impression. Early after implantation of a 3300tfx 23mm bioprosthesis, the valve was explanted for significant central ar. Submitted images document significant (probably 2+) central ar. Ar jet eccentricity suggests asymmetrical leaflet coaptation, but echocardiographic images do not allow distinction between an abnormality intrinsic to the valve from factors external to the bioprosthesis (e.g. Extrinsic compression and resulting distortion of the bioprosthesis). Intraoperative images were not submitted for review, and any change in the ar jet between intraoperative imaging and imaging later that day cannot be independently assessed. As received at edwards leaflet 1 is slightly lower (< 0.5 mm) at the coaptation edge with respect to leaflet 3 near commissure 1 in air. However, this observation appears to have no measureable impact on the functionality of the valve under the in vitro test conditions. The total regurgitant fraction (trf) of the valve as received was 8.1%, which is within the maximum 10% allowed for a valve this size per iso 5840-2:2015. The trf under the sealed conditions was 3.2%, which is about three times lower than the 10% maximum allowed for a valve this size per iso 5840-2:2015. No central leakage path is evident in the fully closed position. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this 23mm valve was explanted after an implant duration of 1 day due to moderate central leak. Indication for initial surgery in this patient was aortic vitium, and a partial sternotomy was performed. The tee post-surgery showed a subvalvular turbulence that seemed like a pvl. Later that day, a second tee showed that turbulence seemed more as central regurgitation than pvl so it was decided to reoperate on the patient. At the time of the tee, patient's ventricular function was good. Redo surgery was done by full sternotomy. The valve was explanted and a new same model and size valve was successfully implanted. All went well with this valve. The patient was doing well.